Manufacturer narrative:
Thv/tvt registry. (B)(4). According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (guidewire passed through a fused commissure) contributed to the difficulties crossing the prosthetic valve. Procedural factors (withdrawal of the valve / delivery system ¿outside¿ of the sheath), in addition to patient factors (access vessel mld) likely contributed to the carotid artery injury and subsequent placement of a vascular graft. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transcarotid transcatheter valve in valve procedure (sapien 3 valve in a surgical aortic valve) a 23mm sapien 3 valve was not able to cross the existing surgical valve. Balloon aortic valvuloplasty (bav) was performed from a right common femoral artery (rcfa) access. The sapien 3 valve was still not able to cross the surgical valve. When the wire was removed to be exchanged, the certitude delivery system was determined to be kinked. The delivery system and valve were removed. The left carotid artery was injured during the removal of the initial valve/delivery system and sheath. The valve was ¿outside¿ of the sheath when removed, contributing to the vessel injury. The left carotid artery was repaired with an 8mm graft. A second certitude delivery system and sapien 3 valve were prepared. The second valve was deployed without issue. The access site was intact and the patient was transferred in stable condition. It was determined that the wire had passed through a fused commissure of the existing valve; therefore, it was impossible to push the sapien 3 valve through. Information regarding the access vessel minimum luminal diameter was not provided. No vessel calcification and no vessel tortuosity were reported. The initial delivery system and valve were discarded following the procedure and are not available for evaluation. The second sapien 3 valve remains implanted in the patient.

Manufacturer narrative:
UDI number: (B)(4). The certitude delivery system was discarded following the procedure and was not returned to edwards lifesciences for evaluation. Without the device, visual evaluation, functional testing and dimensional analysis could not be performed. Lot history review revealed no other complaints related to ¿delivery system ¿ difficulty crossing prosthetic valve¿ or ¿delivery system ¿ kinked, bent¿. Complaint history review from august 2017 to july 2018 revealed no other returned complaints for ¿delivery system - difficulty crossing prosthetic valve¿ for the certitude delivery system (all models, all sizes) for ¿delivery system ¿ difficulty crossing prosthetic valve¿. A review of complaint data revealed that the complaint rate did not exceed the july 2018 control limit for the applicable complaint trend category of ¿difficulty crossing¿ for the certitude delivery system. A review of complaint history from august 2017 to july 2018 revealed other returned complaints for the certitude delivery system (all models, all sizes) for ¿delivery system ¿ kinked, bent¿. A review of complaint data revealed that the complaint occurrence rate did not exceed the july 2018 control limit for the applicable complaint trend category of ¿kinked, bent¿ for the certitude delivery system. DHR review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, components of the delivery system undergo multiple visual inspections. Following final assembly, the delivery system undergoes 100% final inspection by manufacturing and quality. In addition, product verification (pv) testing is performed on each lot based on a sampling plan. No failures occurred during product verification testing on this lot. These inspections and pv testing support that it is unlikely a manufacturing non-conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints for ¿delivery system ¿ difficulty crossing the prosthetic valve¿ and ¿delivery system ¿ kinked, bent¿ were not able to be confirmed as the device was not returned for evaluation and no case imagery was provided for review. Without the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. However, available information suggests procedural factors (guidewire passed through a fused commissure) contributed to the difficulties crossing the prosthetic valve. Procedural factors (withdrawal of the valve / delivery system ¿outside¿ of the sheath), in addition to patient factors (access vessel mld) likely contributed to the carotid artery injury and subsequent placement of a vascular graft. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.